Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported difficulty performing phaco and unspecified quantity of eye surgeries. The reported indicated dissatisfaction with the "way the tip grooves, especially the depth." No patient harm. Additional information and product sample have been requested for this event.

Manufacturer narrative:
A product sample was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).